Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to there was a leak in the reservoir and a tear in the left cylinder. The device had been implanted for more than five years. All the components were removed and replaced with a new ipp system. No patient complications were reported in relation to this event. No more information is available at the moment.